Event description:
The ge oec 9800 fluoroscopy system produced a smell as if something was burning. No noted system malfunctions.

Manufacturer narrative:
A ge oec service representative investigated the issue and found burnt components on the generator driver pcb. The defective pcb was replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.